Event description:
Report received of a patient experiencing a pressure injury while using the hyghtec basic-plus device. Reporter stated a patient of unknown age and gender developed sacral and anal pressure wounds requiring surgical debridement while using the hyghtec basic-plus device. The reporter noted that the affected patient was mobilized and positioned in a chair at the time the injury developed. Although requested, no additional information is available at this time.

Manufacturer narrative:
The affected product was not returned for evaluation. A total of nineteen batches were delivered to charité berlin between may 2024 and january 2026. A design history review was completed for the batches 2438001, 2443001, 2445016, 2447003, 2501002, 250201, 250600, 2514003, 2516008, 2520007, 2530004, 2532004, 253800, 254400, 2546015, 2550002, and 2551003 of finished good v01-10017. No failed process controls or manufacturing problems were identified. A labeling review was conducted and determined that there not adequate instruction for use of the product mobilized patients, specifically in seated positions. The root cause was determined to be inadequate labeling and/or instructions for use.